Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - 2000. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2016-01625 / 01626). Product location unknown.

Event description:
During a revision procedure, the patient's trochanter fractured as the femoral stem was being explanted. Cerclage wire was implanted to fix the fracture.